Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checks , the cs100 intra-aortic balloon pump (iabp) unit would not work normally after it was turned on, and the test balloon was inflated abnormally. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: h6 (impact codes). Service has not been requested by the customer at this time. The complaint will be closed and, if additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: d4, h6 (investigation findings). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue, and a leak was detected inside the machine. The fse stated that the drive valve group needed to be replaced. The customer has not chosen to repair the machine at this time. If any additional information is given a supplemental report will be submitted